Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that they were trialing for the triathalon cr;ps. Trial chipped while trialing.

Manufacturer narrative:
Review of the device history records indicates (B)(4) devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The reported event was confirmed. Damage and chipping was noticed on the anterior edge of the trial. Denting and scratches were observed on the articulating surface and the distal rails. The device is now obsolete and was replaced by a new design, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa.

Event description:
It was reported that they were trialing for the triathalon cr;ps. Trial chipped while trialing.